Manufacturer narrative:
(B)(4). Medtronic received the following information from the journal article entitled: early and long-term outcomes of open surgery after thoracic endovascular aortic repair. Yuki ikeno, shunsuke miyahara, yojiro koda, koki yokawa, yasuko gotake, soichiro henmi, hidekazu nakai, takashimatsueda, takeshi inoue, hiroshi tanaka and yutaka okita. Interactive cardiovascular and thoracic surgery; 27 (2018) 574¿580. Doi:10.1093/icvts/ivy139. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent stent graft systems were implanted in patients for thoracic endovascular aortic repairs on unknown dates. Open surgery intervention was required in all patients after the index procedures. The following events were reported. Serious injury: infection retrograde type a dissection aneurysm stroke spinal cord injury respiratory failure myocardial infraction pulmonary embolism sepsis pneumonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.